Manufacturer narrative:
Lot: UDI (B)(4). Concomitant product(s): the patient's medications include; beta blockers and lipitor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a right iliac artery aneurysm. The gore iliac branch component was implanted reportedly with the distal end of the device landing in the patient's extremely tortuous right external iliac artery, which was reported to include a 90-degree turn in the intended landing zone. Final angiography showed complete exclusion of the aneurysm, patency of all devices and the patient tolerated the procedure. On (B)(6) , 2016, follow-up imaging identified kinking in the distal end of the iliac branch component, thrombus accumulation and complete occlusion of the device as a result of the kink. It was reported the tortuosity of the external iliac artery distal to the device caused an outflow issue. Later that same day, an additional procedure was performed to treat the kinked and occluded limb. A thrombectomy was performed whereby the clot was evacuated utilizing a balloon catheter (manufacturer unknown) and a contralateral leg component placed into the area of occlusion resulting in the successful revascularization of the lower extremity. Reportedly the patient is currently doing well. No further adverse events were reported.